Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. As a result, customer went to the emergency room and was subsequently hospitalized with a blood glucose level above 500 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.